Event description:
Patient reported for right side "discomfort", "rupture". The device has been explanted. Patient reported "the patient gets nervous when entering the operating room, if she knew that rupture would happen, would never had implanted the prostheses", "after implant surgery, on unreported date, thyroid cancer was detected"", "following that, the patient underwent a new surgery due to lymph metastases", "got scared when she started experiencing discomfort in the right breast", "observed changes in the morphology of the right implant and towards its upper edge, associated with double peripheral density", "intracapsular rupture, extravasation of the silicone material and partial collapse of the elastomer cover". Patient was hospitalized for radioactive iodine treatment.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.